Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the 10 minute delay could not be identified. Additionally, olympus could not determine a root cause for the phenomenon of the b30 error code from the information received. The event can be prevented by following the instructions for use which state: "[4.4 connection of an endoscope] before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.

Event description:
Other related patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had b30 error, no image. The issue occurred during preparation for use for a diagnostic colonoscopy procedure, there was a 10 minute delay and the procedure was completed with a similar device. There were no reports of patient harm.